Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. The device was being used to infuse saline. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a manufacturer¿s representative regarding an implantable intrathecal pump. The indication for use was failed back surgery syndrome and non-malignant pain. The pump was returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event. Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient's weight was 182 pounds and the patient's height was 60 inches. The reason for pump replacement was due to normal battery depletion. No further complications were reported/anticipated.